Manufacturer narrative:
No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used during a cranial biopsy procedure. It was reported that a screw broke off upon removal of the skull-mounted base. The head of the screw broke off, leaving the bottom, threaded portion of the screw in the skull. A burrhole cover plate was placed on the skull. Upon closure, the piece of the screw remains in the patient skull. There was no delay to the procedure. There was no reported impact to patient outcome; the patient was doing well and required no further action or intervention. It was suspected that the screw was overtightened/torqued.